Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis (B)(4). It was reported the contralateral leg meet resistance while being advanced due to excessive calcium. The device was pulled back into the sheath and removed from the patient's body. On the back table the device was noted to have been damaged at the distal end of the stent graft due to difficulty while being pulled back into the sheath. It was reported another device was used to complete the procedure. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Evaluation summary - the device was returned to gore for evaluation. Engineering observed that the returned product included the undeployed device (plc161000) loaded on the delivery catheter. The deployment knob remained unscrewed. The guidewire lumen and the introducer sheath were not returned, therefore unavailable for engineering evaluation. According to the engineering evaluation the returned product showed kinks in polyimide guidewire lumen outside the trailing end of the stent graft. It appeared that the stent-graft shifted towards the leading olive. As a result, the segment of polyimide guidewire lumen length between the trailing olive and the stent graft measured approximately 15mm. Based on the available information and evaluation of the returned portion of the product, no root cause could be determined at this time. However, use outside of the IFU was noted and may have contributed to this event.

Manufacturer narrative:
(B)(4)